Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic choledocholithotomy. According to the reporter: soon after beginning of the procedure, the tip of device broke into two. No hard material was grasped. A new device was opened to complete the procedure. The broken pieces were retrieved from the pt cavity.